Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided; best estimate is during (B)(6) 2018. Serial #: unknown/not provided. Catalog #: only a partial catalog is known, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: only a partial UDI is known as product serial number was not provided. If implanted; give date: (B)(6) 2018 (exact date not provided). If explanted; give date: n/a (not applicable). Lens remains implanted. The device was not returned for analysis as the lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that a tecnis symfony intraocular lens (iol) was implanted in his left eye about a year ago, but he continues to feel uncomfortable, blurry vision, etc. The patient would like to know if it is difficult or risky to replace just the one lens so it matches better with his fellow eye (right) which he states is perfect. There was no injury reported. No further information was provided.